Event description:
The customer reported that their freestyle freedom lite meter would not start the blood glucose test after the blood sample was applied to the test strip. As a result of not being able to receive a blood glucose reading, the customer gave herself the incorrect amount of insulin. The customer experienced vomiting, nausea, and cold and hot sweats. The customer was seen by their doctor, diagnosed with hyperglycemia and was given an insulin injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's products has been requested back for an investigation. A follow-up report will be filed once investigation results are available.